Manufacturer narrative:
2 syringe units affected.

Event description:
Today we¿ve received a new complaint about bd insulin syringes, initially from a pharmacy that has sold these syringes to a dermatologist. First of all, I¿ve asked from the pharmacist to send us the syringes. Then I had a long talk with the physician over the phone. She told me that she observed a transparent liquid coming out of the syringe that probably is liquid silicone(used probably us lubricant), that when mixed with clostridium botulinum (the active ingredient used for botox), can crate painful nodules to patient¿ skin. The physician has not used these syringes to any patient, but is frustrated with the situation because she is a fun of bd and she trusts the quality of bd products. She also said that she is using bd products since almost 20 years and has never faced any problem! Her personal information are available, upon request. I¿m waiting for your guidance about the next steps and I stay at your disposal for any further information. The lot number of the syringes involved in this complaint, is the same as the previous one. That means we have already 2 complaints from the same lot! The lot number refers to insulin syringes 0.5 ml, 30g.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 3159841. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [201093200] noted that did not pertain to the complaint. As no samples were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2 corrections to: e1 (country type), h6 (type of investigation, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.